Event description:
Rn reporting two internal "blood loss" of the dialyzer. This is the second of two complaints. Blood was visualized in the dialysate at the onset of dialysis. The blood circuit was discarded (estimated blood loss 250 cc) and the treatment was restarted using another new f7nr without incident. Complaint sample discarded. Lot number was reported as 81721208. Have requested further clarification from customer. MDR filed due to blood loss reported. Lot number confirmed as 8n21208.